Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) potassium (k+) value drifted even though k+ was not given. As mitigation, manual blood gases were done, and the bpm was recalibrated mid-case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on 20aug2024, the team experienced a problem with the bpm during cpb described as drift in k+ reading, with no delay, no blood loss, and successful completion of the procedure. The team indicated this occurs about two of every 20 cases. The users manually calibrate mid-case which corrected this issue. The users are aware of the drifting issue and check manual blood gases. They do not give k+ based on bpm readings.